Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were hard to press and respond. The customer's blood glucose was unknown. The customer stated that the screen was starting to separate from the insulin pump, it was hard to read screen due to scratches and changing batteries more frequently. The customer declined the troubleshooting. The insulin pump will not be returned for analysis.